Event description:
It was reported by service report that the bed head right siderail will not stay in the upright locked position. The siderail will lower, but will not stay locked upright. No pt involvement or adverse consequences are reported.